Event description:
It was reported that the patient was at the airport and had exposure to several security wands. As a result of this exposure, the patient's implantable neurostimulator turned off. This event only occurred once. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot# v012907, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot# v012907, implanted: (B)(6) 2007, product type lead. (B)(4).